Manufacturer narrative:
When the hill-rom technician investigated the likorall overhead lift, he found the actuator was broken and leaking brown oil. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the actuator and lift strap as it was damaged due to the oil leakage. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall 242 s lift was leaking brown oil. The location of the device was (B)(6) care centre at the time of the allegation. There was no patient or caregiver injury reported. This was filed in our complaint handling system as (B)(4).